Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The follow-up medwatch indicates that the customer's device was repaired and returned. The follow-up medwatch report should have indicated that the customer's device was not returned but rather traded in for a replacement.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the display on their device was just flashing during the boot up of the device. With this symptom, the device is likely not completing the boot cycle. There was no patient use associated with the reported issue.